Event description:
Hcp reported the patient was noted to have a disconnection or tear of the intrathecal catheter. Patient had plastic surgery performed and needed to wait until the flaps had healed and an infection had cleared before the device system could be replaced. The patient was treated with a combination of valium and zanaflex to control the muscle spasms. The patient had the device system removed and replaced and not returned to the manufacturer for analysis. The patient was seen in follow up and reported to the hcp that their spasms were under control, but patient does have increased spasticity while being supine. The hcp was making adjustments in the patient's baclofen dose.